Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had cracked case at display window corner, minor scratched lcd window, broken battery cap, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the keypad was unresponsive on the insulin pump the customer's blood glucose was 219 mg/dl. The customer reported possible moisture exposure to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.